Event description:
The ge oec 8800 fluoroscopy system had unacceptable image quality, found during system testing prior to use.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that the image intensifier was not working properly. The image intensifier was removed and replaced. The system was calibrated and tested and found to be functioning as intended and was released to the customer for use. There was no info available from the facility with respect to this issue. No injury resulted. The issue was found during testing prior to pt use.